Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the screen on the customer's insulin pump was no longer visible. The patient's blood glucose at the time of incident was 12.3 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. The insulin pump was tested with no display anomaly noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.